Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 27 may 2024 it was reported by a sales rep via email that an ar-1588rt-2j tightrope ® ii rt with deploying suture failed during use. This occurred on (B)(6) 2024 during a r knee acl reconstruction with hamstring autograft. While the surgeon was pulling the graft into the tunnel, the sutures snapped at the button. The case was completed successfully using a new tightrope. Nil negative outcome for the patient. There was case involvement.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.